Event description:
Additional information received reported that the patient was going to the operating room for a replacement of the lead. The rep changed the controller and recharger. No additional information was provided.

Manufacturer narrative:
Continuation of d11: product ID 97755, explanted: product type recharger product ID neu_unknown_lead, lot# unknown,explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 email (x4), siebel 1008504268780005 (for, rep): information received from the manufacturer representative (rep) reported an error code of rm08 issue with the recharger. There was a report of rm08, rm05, and rm03. All three codes were related to a misfunctioning of the rtm and ptm. It was recommended to have both devices replaced. (B)(6) 2019 email x2, siebel 1008504268780005 (for, rep): additional information received reported that the impedances of electrode 6 and 7 were very high. It was also noted that there were many recharge attempts on the 26th but the patient was able to recharge to 100%. No further complications were reported/anticipated. (B)(6) 2019 e1 (for rep): no new event information received. (B)(6) 2019 e2 (for, rep): additional information received reported that the patient was going to the operating room for a replacement of the lead. The rep changed the controller and recharger. No additional information was provided.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial #: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported an error code of rm08 issue with the recharger. There was a report of rm08, rm05, and rm03. All three codes were related to a misfunctioning of the rtm and ptm. It was recommended to have both devices replaced. Additional information received reported that the impedances of electrode 6 and 7 were very high. It was also noted that there were many recharge attempts on the 26 th but the patient was able to recharge to 100%. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# unknown product type recharger product ID 39565 lot# unknown serial# product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was moved due to the out of regulation (oor) and no good stimulation. Some poles were above 4000 ohms. The cause of the lead replacement was probably epidural fibrosis. The implantable neurostimulator is still in place without the lead.